Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of brush detachment.

Event description:
Note: this report pertains to one of two pulmonary cytology brushes used in the same procedure. It was reported to boston scientific corporation that a pulmonary cytology brush was to be used during a pulmonary procedure performed on (B)(6) 2025. During the procedure, a cytology brush was operated, and it was observed that there was no brush attached to the metal tip. Another brush was opened from the same lot, which also did not have a brush attached on the metal tip. The procedure was completed using another pulmonary cytology brush. There were no patient complications reported as a result of this event.